Event description:
Reportedly, during pt use, when the unit was connected to the ac power supply, a "backup battery failure" alarm occurred. After reconnecting the ac cable and the power pac battery, the alarm was resolved. The pt was manually ventilated and switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.